Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported that the shocking sensation experienced by the patient at the generator site was likely related to the programmer settings and not related to the procedure or the device. The issue was resolved by reprogramming settings. No further complications were reported.

Event description:
Information received reported that the patient felt a shocking sensation at the generator site after which, they turned off their device. Interventions included a reprogramming where the device was turned back on and the amplitude was slowly increased with no discomfort. Impedances were checked and good. The battery life was also checked. This all occurred on (B)(6) 2017. It was reported that the patient turned the device back on at the appointment with instructions about how to change amplitude. There was a report that the event was possibly related to the device or therapy. It was reported that the event was unlikely related to the implant procedure and the issue was not due to programming. There was a report that the event was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: "information received from the healthcare professional (hcp) for a clinical study..." Was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported that the patient felt a shocking sensation at the generator site after which, they turned off their device. Interventions included a reprogramming where the device was turned back on and the amplitude was slowly increased with no discomfort. Impedances were checked and good. The battery life was also checked. This all occurred on (B)(6) 2017. It was reported that the patient turned the device back on at the appointment with instructions about how to change amplitude. There was a report that the event was possibly related to the device or therapy. It was reported that the event was unlikely related to the implant procedure and the issue was not due to programming. There was a report that the event was resolved without sequelae on (B)(6)2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.